Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported that the adc device would not power on and was issued a replacement. The customer indicated that due to a delivery issue, they did not have a device to monitor glucose and experienced a loss of consicousness and seizure. The customer had contact with a healthcare professional who admininstered insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported that the adc device would not power on and was issued a replacement. The customer indicated that due to a delivery issue, they did not have a device to monitor glucose and experienced a loss of consicousness and seizure. The customer had contact with a healthcare professional who admininstered insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.